Manufacturer narrative:
The investigation of hemolysis and thrombus has been completed. The returned pump was inspected and biomaterial was found around the impeller in the inlet. There were no other abnormalities. The data logs show suction alarms on 01/09 when increased hgb values were reported and show 2 motor current spikes with speed deviations on 01/11. The complaint intake mentioned increased hgb values on 01/09/2025 and after with highest hgb levels on 01/13. No other information was provided about patient support or management. It is likely that the hemolysis worsened with biomaterial ingestion. The returned pump was hemolysis tested after biomaterial was cleared and it passed. The root cause of the hemolysis was most likely due to biomaterial. As the necessary information was not provided, the root cause of the thrombus was not determined e4 should have been left blank on the initial manufacturer device report number 1220648-2025-25899 as it is unknown if the initial reporter also sent the report to the food and drug administration. G2 report source was revised to reflect study as it was not included on the initial manufacturer device report number 1220648-2025-25899.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant had a impella rp flex placed to support a patient admitted and being considered for a transplant. The patient was additionally supported by a impella 5.5 pump. On day 5 of the rp flex support there was concerns of clot entrainment and hemolysis. The rp was explanted and biomaterial was observed on the inflow of the explant. The procedural outcome was the patient survived surgery.